Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. No unexpected a21 alarm or a37 alarm noted. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 238mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).